Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 97755, serial# unknown, product type: recharger. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-jan-2022, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 21-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported there was a cord/cable issue. The patient noticed on friday, prior to (B)(6) 2020, the black cord with the white arrow was broken. It was noted the patient was instructed to recharge their ins but was nervous that there may be an issue with their ins because they had been unable to recharge it. The patient mentioned the possibility of having the ins removed. It was also mentioned the patient had, had a lead revision. Troubleshooting was performed to help the patient recharge and it was reviewed that replacing a piece of the external equipment may resolve the issue. The patient was encouraged to follow up with their healthcare provider. No symptoms were reported. Additional information was received. It was reported the patient clarified the lead revision was the patient was unable to charge their device due to malfunction of the charger cable. At the time the patient thought the issue was displacement of leads. This was also the case with the upper leads displaced from initial lead placement. The patient no longer attempted to use that lead placement. It was noted the circumstances that led to the difficulties recharging the ins was a pain, burning, tingling increase to their lower back and down their leg to knee level. The patient was given a new charger and reprogrammed their settings for their lower back and leg. The bi-lateral pain was not resolved, as well as the upper arm original leads were attempted for that area.